Event description:
It was reported that during an unknown procedure, the instrument jammed when fired four times, when "devading" the pulmonary vein. They were unable to open the instrument, suturing was needed to proceed. As a result of the difficulties encountered with this device, the procedure was prolonged 15 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one sc45 device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60w cartridge reload was received fully fired. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. The clip was removed and the device was tested for functionality in the articulated position and the device fired and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. Additionally, the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. To mitigate the potential for hard objects getting into the cartridge and interfering with the knife path potentially jamming the mechanism and damaging the knife edge during device firing prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution; then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.